Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was planned to be replaced due since the device longevity was 5 months. The patient is not dependent. During a later follow-up it was noted that device longevity was 1.8 years. The physician elected to not replace the device. The patient was well.